Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave pfa catheter the left atrium was perforated resulting in tamponade. While moving the catheter from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv) a perforation occurred. The patient was transferred to an operating room where a sternotomy was performed, and the tamponade was drained. During surgery the junction between the left atrium and right inferior pulmonary vein (ripv) was repaired. The patient was given a blood transfusion and was admitted to the hospital following the successful completion of the surgery. It was reported the patient is experiencing respiratory issues and the physician expects she will remain in the hospital for at least a week. The original ablation procedure was not completed due to the required interventions. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.